Event description:
It was later reported that the cause of the event was unknown. No interventions were required. There were no patient symptoms. The issue resolved following the next refill. Patient outcome was recovered without sequelae.

Event description:
It was reported, the patient was in for a refill on 2012 (B)(6) and the alarm date read 2012 (B)(6). The alarm date should have been in (B)(6), based on "the math." The patient was seen again on 2012 (B)(6) and the pump showed there was 37.7 milliliters (ml) in the reservoir, but the alarm date was for that day. The low reservoir alarm and empty reservoir alarm had occurred. The last programming change was made on the refill date. The pump was being used to deliver clonidine, bupivacaine, and dilaudid. Additional information received reported the pump was updated and then showed the correct date. The patient was "locked out" and could not use the patient therapy manager (ptm), but no alarm was seen on the ptm screen and no audible alarm was heard. There were no adverse symptoms. The pump was read again and the correct refill date of 2012 (B)(6) was shown, matching the date on the ptm.

Event description:
It was later reported that a healthcare provider (hcp) felt that the ptm had been pulled away from the pump too early causing the lock outs; however, the hcp had no documentation or proof that this was the cause of the event. No troubleshooting was done on the pump. The root cause of the lockouts remained undetermined and was not investigated any further.

Manufacturer narrative:
Product ID 8840 lot# serial# unknown, product type programmer, physician product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8709 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8840 lot# serial# unknown, product type programmer, physician. (B)(4).